Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient had recharging trouble. The patient was reportedly implanted 1 week ago. The manufacturer representative (rep) got a call from the patient who stated that the implant had already run down/depleted. The rep saw the patient yesterday to reeducate the patient on the recharger. The patient reportedly had coupling issues, the bottom row always fluctuates from 4-6 bars. The patient was reportedly skinny and ¿battery placement was able to get 8 bars of connectivity.¿ it was reportedly taking the patient forever/a long time to recharge (2 hours and it only goes up a quarter). The patient couldn¿t recharge all the way. It was reported the patient started at ¿empty¿ yesterday, recharged for 2 hours, and then got the thermometer icon and sweat marks came on. It was reported the implant kept shutting off as well. The patient woke up tuesday night and it had turned off because of battery depletion. The patient currently didn¿t have the implant on. It was reported the implant depleted extremely fast after 2 days. The patient had 3 programs each at 4.5 volts or so. It was noted that based on the recharge statistics, the recharger was fine. Additional information received reported interventions taken were the suggestions on improve charging technique from tech services. It was reported the patient had ¿good recharging.¿